Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family called to report high blood glucose levels. The customer's blood glucose level was 400 mg/dl. The customer stated that she believed the high reading was due to a lack of activity. The customer stated she changed the set and treated with the insulin pump and everything was fine. Nothing was replaced or returned for analysis.